Event description:
At routine follow-up ((B)(6) 2018) error code 1003 was found to have triggered on (B)(6) 2017, patient did not hear beeping tone emitting from device. Error code 1003 states "voltage is too low for projected remaining capacity." Boston scientific technical services were contacted and information was sent via email. Engineers ran tests that determined the patient had 28 days remaining of guaranteed normal function. Consequently the check done on (B)(6) 2017 showed at least one year remaining on battery; however, due to the early battery depletion from unknown source of drainage, the elective replacement indicator was triggered on (B)(6) 2018.